Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was not powering on. A field service engineer disconnected the battery and rebooted the device to resolve this issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower station was offline. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.